Event description:
An ophthalmic surgeon reported a pt experienced a thin white veil over the colors in her vision and an unexpected postoperative refraction following an intraocular lens (iol) implant surgery. The iol was exchanged and the replacement was a different lens diopter. In a follow-up, the surgeon reported the outcome of the event as "good".

Manufacturer narrative:
The product was returned for analysis. Lens diopter testing to determine the power of the lens could not be conducted due to the damage incurred to the lens during handling by the user facility. Product history records were reviewed and all documentation indicates the lens met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by fax and mail on 09/09/08 and by phone on 09/16/08. Additional info was rec'd by phone on 09/22/08. A completed questionnaire was rec'd on 09/12/2008.